Manufacturer narrative:
Technical services evaluated the returned device and confirmed the image problem. The fault was in the input connector on the back shell assembly. The assembly was replaced and the device was returned to the customer.

Event description:
Customer reported, that during patient procedure the glidescope avl monitor's video keeps going out. No delay in treatment and no back up device was used. No patient or user harm reported.